Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: cook was informed on (B)(6) 2020 of an incident involving a ncompass nitinol stone extractor nc3-024115.. The device reportedly broke during use during a laparoscopic common bile duct exploration procedure on (B)(6) 2020. Attempts to acquire additional information from the user facility were executed, however no additional information was provided to cook in response to this incident. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection of the device could not be conducted as it was not returned to the manufacturer. A document based investigation was performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. A review of the device history record revealed no non-conformances related to the reported failure. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A lot history search found no other complaints have been reported for this lot. No product returned. No photos of the complaint device provided. A search of the north american distribution center (nadc) database found all devices from the reported lot have been shipped. No similar product from the same lot is available for investigation. Cook also reviewed product labeling. The product IFU shipped with the device provides the following information to the user: intended use: the ncircle, ncompass, and nforce stone extractors are intended for stone manipulation and removal in the urinary tract. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur conclusion the complaint device was not returned. The provided information was not detailed enough to allow a determination of the specific nature of the issue that occurred during use of the device. Based on other complaints for extractors, the most common failure mode is that the basket would not open/close properly. It was assumed this was the failure that occurred. The event information states the device was used for a biliary procedure. The IFU supplied with the device specifies that the device is intended for stone manipulation and removal in the urinary tract. The device was not used in accordance with the supplied instructions. The risk documentation procedures were reviewed, and it was determined that no actions are required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information provided since last report.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a laparoscopic common bile duct exploration using a ncompass nitinol stone extractor, the basket broke during use. Another same type device was used to complete the procedure. There have been no reported adverse effects due to the alleged malfunction.